Manufacturer narrative:
Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the calcification is unknown; however, patient factors (chronic renal insufficiency) and the mechanisms described above maybe have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an affiliate from (B)(4), approximately 6 years post implant of a 26mm sapien xt valve in aortic position via transfemoral approach the valve was degenerated (calcified and stenotic). A 26mm sapien 3 valve was implanted valve in valve by transfemoral approach. The patient was under marcumar, therefore a therapy with anticoagulation (as used for valve thrombosis as a possible cause for increased gradients) was not possible. The initial implant of the sapien xt was correct (as seen on angio and echo). The patient was initially under asa and marcumar, asa was continued for 3 month, then only marcumar. No signs of infection.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. An imaging review was completed by an edwards¿s physician and the findings are as follows: initial procedural cine: - heavily calcified cusp - good bav - xt implanted well, not fully expanded - no pvl seen viv procedural cine: - central seen in xt valve - carotid protection devices placed - viv done correctly - top of s3 valve not fully expanded against xt valve - mild ai seen impression: initial xt valve deployed well, not fully expanded. Viv (s3 in xt) done well. Top of s3 not fully expand to fill xt. Some ai seen on last injection. Unable to determine pvl or central ai and degree of ai as echo images were not provided. Unable to provide root cause of first valve calcification/ai as echoes and patient factors were not provided. In this case, the cause of the degeneration/deterioration is unknown; however, patient factors (chronic renal insufficiency) and the mechanisms described above maybe have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.